Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2002, 6936-65 lead, implanted (B)(6) 1996. Product event summary : the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance trend of the lv (left ventricular) pacing lead was variable. It also indicated pacing capture threshold in the left ventricle was high.

Event description:
It was reported that the patient experienced syncopal episodes, and there was loss of confidence in the lead. Performance data was reviewed and variation in left ventricular lead pacing impedance and threshold were noted. The right ventricular lead threshold was also high. The leads remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.